Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
A user facility reported to olympus that the distal cover of the evis exera iii duodenovideoscope dislodged in the patient mouth upon withdrawal of the scope during endoscopic retrograde cholangiopancreatography. The cap caught on the bite block but was then successfully picked out of the patient's mouth with gloved fingers, and no harm came to the patient. Patient identifier (B)(6) is for the single use distal cover. Patient identifier (B)(6) is for the evis exera iii duodenovideoscope.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to provide additional information received through follow-up. The customer confirmed the maj-2315 fell off the scope prior to the design change and the original product used. The distal cover was discarded after the case. No anti-fog agent to the scope lens and after attaching the distal cover to the scope, the user confirm that the cover was not damaged. The cap was not properly applied or checked before starting the procedure.the device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.based on the results of the investigation, since the actual device was not returned, the root cause could not be identified. At this time, the possible causes for the drop off of the distal cover are estimated to be the following: the cover was improperly attached, the cover had crack and/or pinhole, chemical solutions such as anti-fog agent adhered to the cover, having caused the cover to break, and/or the scope distal end received larger stress during the procedure such as friction load by twisting / pushing / pulling in body than the one the user applied to the cover during the inspection prior to use (pulling or twisting stress).the event can be prevented by following the instructions for use which state: "important information ¿ please read before use: precautions: warning- never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.- never use a single use distal cover with cracks or pinholes. Replace it with a new one. If a single use distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury due to electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Also, using the single use distal cover with cracks may cause patient injury due to sharp edges.3.5 attaching accessories to the endoscope: attaching the single use distal cover: cautiondo not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the single use distal cover or the endoscope. These products may cause cracks in the single use distal cover. If a single use distal cover with cracks is used, it may cause patient injury such as:thermal injury from electric current leaks when performing high-frequency cauterization treatment.damage or cuts to the mucosal membrane from sharp edges due to the cracks on the single use distal cover.3.5 attaching accessories to the endoscope: attaching the single use distal cover: warningdetach the single use distal cover from the distal end of the endoscope when the single use distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. With a new single use distal cover, repeat step 1 through 4. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.3.4 inspection of accessories: inspection of the single use distal cover (maj-2315): warningshould any irregularity be observed when inspecting the single use distal cover, do not use it. A single use distal cover with irregularity could not serve the endoscope properly and/or could fall off during the examination. Using the endoscope without the single use distal cover could cause patient injury and this could result in thermal injury when the endoscope is used with high-frequency endo therapy accessories. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed."olympus will continue to monitor field performance for this device.